Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection procedure, the tines of the circular stapler bends while trying to connect the stapler. The open part that had been closed then had to be opened and reclosed when the reconnect failed.